Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that myocardial infarction (mi) and chest pain occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion #1 was a de novo lesion located in the proximal left circumflex (lcx) with 80% stenosis and was 8.00 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with direct stent placement using a 2.50 x 12 mm promus element¿ plus stent, with 0% residual stenosis. The target lesion #2 was a de novo lesion located in the proximal right coronary artery (rca) with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.25 mm. The target lesion #2 was treated with direct stent placement using a 2.25 x 20.00 mm pe plus stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2017, the patient presented due to complaint of severe chest pain and was hospitalized on the same day. Cardiac enzymes were noted to be elevated. Two days after, the 90% stenosis located in proximal left anterior descending (lad) was treated with direct placement of a 2.5 x 18 mm non-bsc drug eluting stent with 0% residual stenosis. On the following day, the event was considered as resolved and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, ECG revealed normal sinus rhythm with left anterior fascicular block suggestive of anterior infarct. The patient also received medication in response to the event which was aspirin and prasugrel. The site has downgraded the causality to "not related" as non-tvr was performed.